Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing and high capture threshold measurements. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited loss of capture.